Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included antidepressants since 1998 for anxiety and depression. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), rash ("monthly rashes on abdomen") and allergy to metals ("nickel allergy."). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with levothyroxine sodium (synthroid), pregabalin (lyrica), duloxetine hydrochloride (cymbalta), aripiprazole (abilify), obetrol (adderall) and surgery (total hysterectomy (uterus and cervix removed), unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia was resolving, the dysmenorrhoea, abdominal pain, vaginal haemorrhage, weight increased and allergy to metals outcome was unknown and the rash had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information was updated. Event: allergy to metal was newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included antidepressants since 1998 for anxiety and depression. In february 2015, the patient had essure inserted. In april 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced rash ("monthly rashes on abdomen"). In june 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia was resolving, the dysmenorrhoea, abdominal pain, vaginal haemorrhage and weight increased outcome was unknown and the rash had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics, concomitant disease and concomitant medications added. Essure start date and indication were updated. New events dyspareunia (painful sexual intercourse), monthly rashes on abdomen and weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she had hysterosalpingectomy surgery to remove the essure implant.). Essure was removed on (b)(64) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.